Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was completed: two 4.0mm stainless steel cannulated short thread screws (207.654 x2) were received: one with a damaged tip (distal 2mm), the second screw was received with the entire threaded region peeled. The threaded area was returned in two fragments, both twisted. Per the technique guide: the 4.0mm stainless steel cannulated short thread screw (207.654) can be utilized with small fragment locking compression plates (lcp). The cannulated design accepts 1.25mm diameter guide wires. Additionally the screws have a self-drilling tip and self-tapping flutes to eliminate predrilling and tapping. The top level drawing for the screw was reviewed. The drawing called out he appropriate dimensions, materials and finishing processes for a successful device design. The drawing was found suitable to determine the intended device design, application and dimensional conformity. Both screws were returned broken. The first with the very distal tip damaged, the second with the entire threaded region peeled off. The threaded fragments were retrieved and returned twisted. This complaint condition is typically associated with insertion with excessive speed and torque, usually aided by a powered driver. The cannulated screw technique guide details both hand and powered insertion, noting that in the case of dense bone, that it may be helpful to use a 2.7mm cannulated drill bit to penetrate the near cortex prior to screw insertion. The complaint condition is likely the result of not predrilling, the initial threads not biting into the cortex and peeling away as the screw was inserted under power. After reviewing the related product drawing, complaint history and risk analysis, the design is adequate for its intended use and did not contribute to this complaint condition. As the two screws were received broken, the complaint is confirmed. It is likely that both instruments were inserted under power with excessive speed and torque. In the case of hard bone, the technique guide suggests predrilling even though the screws are self-drilling and self-tapping to ensure that the screws engage the bone. In this case, the screws did not engage the far cortical wall which resulted in the threads peeling as the screws were inserted. The complaint condition is the result of method of use rather than a design deficiency. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) of a patella fracture the surgeon planned to implant two 4.0 cannulated screws. The first screw went in without incident. The second screw became difficult to insert at about the halfway point; after some additional force and an x-ray, it appeared that the screw began to break. The screw was removed and found to be broken at the threaded/non-threaded junction. Fragments of the screw had to be retrieved from the patient causing a forty-five minute surgical delay. Another screw was attempted and it also began to break; however, it was removed; a fragment of this screw remains implanted and is has not been retrieved. The surgeon used a shorter; 50 mm screw in a different location and it was implanted successfully. The surgeon completed the procedure without any further problem. Patient status/outcome following the procedure was not provided. A fragment of the second broken screw remains implanted. This report is 2 of 2 for complaint (B)(4).